Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. It was reported that the computer had a confirmed software failure with a corrupt operating system (os). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the mobile viewing station (mvs) computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mvs computer was returned to the manufacturer for analysis, the results were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) monitor was displaying a blue screen with the following message: "a problem has been detected and windows has been shut down to prevent damage to the computer." The site tried to restart the mvs with no resolution. The field service engineer (fse) emailed to report later that day that the site wanted the software reloaded that night. There was no patient present.